Event description:
The distal part of the guidewire fractured. The report received indicated that during the procedure, the distal part of the guidewire got dissected which resulted in the need to remove the whole set of catheters. The problem occurred in the course of an angioplasty, which may have posed danger to patient's health and life. It was indicated that a complication was recorded, resulting from a defective operation of the regatta guidewire. The steering property of the guidewire was very poor and it was difficult to introduce the guidewires into the proper artery. There have not been adverse consequences reported for the patient.

Manufacturer narrative:
The product is available for evaluation; however, as of to date, it has not been returned. Additional information will be submitted within 30 days upon receipt.